Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prominent header, superior aspect of pocket, with threatened erosion was observed. The device was removed and the pocket was irrigated with solution. The device was then placed in the pocket with the header in first so that there was no prominent portion of the device. The patient tolerated the procedure well and left the laboratory in good condition.